Manufacturer narrative:
Continuation of d10: product ID {d-evprop-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {non-implantable} select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty was performed with a 20 millimeter (mm) balloon. Two initial deployment attempts were made, however the valve would not fully expand. The system was subsequently withdrawn from the patient. Following withdrawal, it was observed that the delivery catheter system (dcs) had kinked. A new valve and dcs were opened, an additional pre-implant bav was performed with a 22 mm balloon and the new valve was successfully implanted. Per the physician, the patient's severely calcified anatomy contributed to the expansion issue. No patient complications were reported as a result of this event.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty was performed with a 20 millimeter (mm) balloon. Two initial deployment attempts were made, however the valve would not fully expand. The system was subsequently withdrawn from the patient. Following withdrawal, it was observed that the delivery catheter system (dcs) had kinked. A new valve and dcs were opened, an additional pre-implant bav was performed with a 22 mm balloon and the new valve wassuccessfully implanted. Per the physician, the patient's severely calcified anatomy contributed to the expansion issue. No patient complications were reported as a result of this event. Additional information was received that the valve was recaptured twice due to both frame under expansion and positioning difficulties; however, the under expanded valve was implanted in the patient.

Manufacturer narrative:
Updated data: b5. D1. D4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty was performed with a 20 millimeter (mm) balloon. Two initial deployment attempts were made, however the valve would not fully expand. The system was subsequently withdrawn from the patient. Following withdrawal, it was observed that the delivery catheter system (dcs) had kinked. A new valve and dcs were opened, an additional pre-implant bav was performed with a 22 mm balloon and the new valve wassuccessfully implanted. Per the physician, the patient's severely calcified anatomy contributed to the expansion issue. No patient complications were reported as a result of this event. Additional information was received that the valve was recaptured twice due to both frame under expansion and positioning difficulties; however, the under expanded valve was implanted in the patient. Additional information was received to clarify the under expanded valve was used with a new dcs and implanted. Therefore, a second valve was never used.

Manufacturer narrative:
Updated data: b5. D6a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.